Event description:
The manufacturer's field service engineer (fse) reported while servicing the ventilator, review of the device diagnostic log indicated flow sensor failure. There was no patient involvement.